Manufacturer narrative:
The ge service rep conducted an onsite investigation. The surge suppressor board and the insert on the leg extension were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.